Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) on biofire a false positive result was obtained. Confirmatory gram stain and subculture performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: patient 13 of 13. Discrepant acinetobact. Result using the biofire filmarray identification panel from a positive bactec bc. Discrepant acinetobacter-baumannii result using the biofire filmarray blood culture identification panel from a positive bd bactec blood culture bottle. Gram stain: gram-positive cocci but no gram-negative bacteria. Subculture: staphylococcus but no gram-negative bacteria.

Manufacturer narrative:
H6: investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. A complaint history review cannot be conducted, product is expired. Batch history records are always reviewed prior product release. No investigation can be conducted to the retention samples since the product is already expired. Complaint is unconfirmed. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) on biofire a false positive result was obtained. Confirmatory gram stain and subculture performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: patient 13 of 13 discrepant acinetobact. Result using the biofire filmarray identification panel from a positive bactec bc discrepant acinetobacter-baumannii result using the biofire filmarray blood culture identification panel from a positive bd bactec blood culture bottle. Gram stain: gram-positive cocci but no gram-negative bacteria. Subculture: staphylococcus but no gram-negative bacteria.